Manufacturer narrative:
Investigation summary: one photo of one loose 3ml ll syringe with a red tip cap was received. It was observed that the barrel is damaged just below the flange. Further evaluation cannot be performed without better picture quality or a physical sample. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Potential root cause for the damaged barrel defect is associated with the assembly or material handling process. No corrective actions are necessary based on the defective rate identified.

Event description:
It was reported that a bd plastipak¿ syringe luer-lok¿ had a piston that could not pulled off to the top of the syringe due to a defect. "Melted at the top of the syringe."

Manufacturer narrative:
Date of event: unknown. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd plastipak¿ syringe luer-lok¿ had a piston that could not pulled off to the top of the syringe due to a defect. "Melted at the top of the syringe."